Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with no damage noted. Event log history was performed and indicated that check clutch/ plunger lever error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service will replace clutch half's left and right with leadscrew and spring as a preventative measure, parts were noted to be over 8 years old. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited check clutch / plunger lever. No adverse effects were reported.